Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to enter surgery mode proceeding a system explant procedure due to an unrelated infection at the patient's pain pump. The ipg was also unable to communicate with external devices. The system was explanted on (B)(6) 2023.